Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Several automatic mode switch episodes due to oversensing of the atrial lead were noted. The lead was explanted and replaced in (B)(6) 2016. The patient was stable.